Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown; information not provided. Section e1: state: unknown; information not provided. Section e1: telephone number: (B)(6) section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer during the implantation of a non-preloaded monofocal toric intraocular lens (iol), the lens experienced a sudden release from the cartridge, causing it to tilt in the capsular bag. Consequently, the pciol (posterior capsule intraocular lens) was explanted, and an aciol (anterior chamber intraocular lens) was placed in the patient. The pciol lens had already been used at the time of explanation, and both the lens and its original packaging were discarded, making it impossible to retrieve them for further examination. No further information is available.